Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that the customer received a button error alarm and was unable to clear it. The customer's blood glucose was 6.0 mmol/l. The insulin pump was not exposed to moisture, and, according to the customer, there were no cracks to the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button alarms noted. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratches on lcd display window.